Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the chair keeps shutting down and he states when he did a load test the batteries failed.